Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-1588btb-2j tightrope ® ii btb with deploying suture had a nitinol wire which broke. This was detected during acl reconstruction procedure using btb tightrope, on (B)(6) 2024. When threading the arthrex btb tightrope onto the autograft bone block, the nitinol wire for splicing the tightrope broke during routine threading. Procedure was completed successfully with no patient harm by using another product instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.